Event description:
This is report 2 of 2 for (B)(4). It was reported by the customer that postoperatively to an unknown procedure on an unknown date using va periprosthetic fracture plate and screw device, the patient had an infection. According to the report, the surgeon will be potentially removing the devices on (B)(6) 2022. But it was later reported that the unknown plate and screw construct were not removed. Instead, an irrigation and debridement were performed. It was further reported that a liner and head exchange of the total hip prosthesis was performed. The status of the patient was unknown. No additional information was provided. This complaint involves two (2) devices.

Manufacturer narrative:
Additional narrative: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.